Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Vascular access was obtained via the left femoral artery. The 100% stenosed target lesion was calcified and moderately tortuous located behind the knee. This 2.0mm x 220mm x 150cm coyote balloon was selected for pre-dilation and ruptured upon the 3rd inflation at 10atms (1st: 8atms; 2nd: 8atms). The balloon ruptured on the third inflation at 6atms. The device was removed from the patient intact. The procedure was continued with another manufacturers' 2x200mm balloon. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).